Event description:
It was reported that approximately two months after implant there were alerts for low pacing impedance on the right ventricular (rv) lead. At the revision procedure it was noted that the insulation was ¿disturbed¿ distal to the df-4 part of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a cut. It was noted that the outer insulation and overlay tubing of the lead were extrinsically breached due to a cut, the overlay tubing of the lead became extrinsically distorted due to kinking/buckling, the inner insulation, outer insulation, and overlay tubing of the lead were observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst noted that given the amount of blood ingression throughout the lead, it appears the cut happened at implant. (B)(4).